Event description:
The customer stated that central monitoring system (cns) was showing an asystole for a pt but there was no audible alarm. They asked if anyone nearby had silenced the alarm and everyone stated no. As the customer was watching, the cns then went to a bradycardia alarm and had an audible alarm. They silenced the alarm. In just a few moments, the cns showed asystole again but the audible alarm never came back on. She said she was there for more than 2 minutes printing off arrhythmia info on the pt. During all this time the alarms notices were going to the nurse's phone. According to the customer what the customer had printed out this occurred between approx 12:50 - 13.06 on (B)(6) 2015. MFR # 8030229-2015-00170.